Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate shocks for an atrial driven arrhythmia. Technical services (ts) reviewed the reports and stated that there were limited programming options and suggested other interventions to manage the patient's condition. The health care professional (hcp) stated that the patient is non-compliant with medications. The hcp is planning to reprogram the therapy zones. The device remains in use. No additional adverse patient effects were reported.